Event description:
It was reported that during a stapled hemorrhoidopexy procedure, during firing, the sound of the washer crushing was not heard. The ring was unequal circumferentially; it resulted in bleeding across the mucosal line. There was an incomplete staple line after firing resulting in heavy bleeding. It was not reported how the procedure was completed. No adverse consequences reported. Additional information being requested.

Manufacturer narrative:
(B)(4). The procedure was adequate in removing the hemorrhoids. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information requested and the following response received on (B)(6) 2010: what is meant by "area was left without completing the surgery?" Surgeon meant that after achieving adequate hemostasis the anal canal was left without completing the hemorrhoid surgery. Additional information requested and the following response received on (B)(6) 2011: do you know how the patient's hemorrhoids were treated? Patient has not undergone any other surgical treatment so far. Was the patient taken back into surgery? No. Was something else done? No.